Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred before use in the medicine department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device would not power on with battery power. A review of the event history log revealed no events recorded on the event date that was provided however on the last days of customer use there were two "battery alert! Not charging" messages. Additionally, when the device was first powered on by the evaluator an "improper shutdown!" Messaged occurred, indicating a loss of power. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing standard battery module as well as two depressed, soiled battery contact pins on the rear case. The standard battery requires replacement and the battery pins require cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.